Event description:
It was reported that the patient experienced pain due to the placement of the superion indirect decompression spacer. The physician assessed that placement was overly posterior and the bone was growing around the spacer resulting in the patient's pain. The patient underwent a procedure to reposition the spacer at the level 4/5 vertebrae, but after three attempts to move the device and with the presence of large spinous processes, the cam lobes bent and the implant was replaced. The patient did well post-operatively.